Event description:
The cord emitted fire and smoke. The unit has not been returned to co for inspection and may not be. No deaths or injuries were reported. The unit was reported to be an old-style cord and switch. This event is not considered reportable under 21cr803 because a similar event would not be likely to cause or contribute to death or serious injury. This report is being made to comply with regulatory letter 90-dt-12.